Event description:
Was reported that the cement hardened for only 5 minutes in bha. Ope room temp was 23¿. It was stored in 4¿refrigerator. It was taken from the refrigerator to ope room 5 minutes before use. When it was mixed in metal bowl (hospital's tool) for 1 minute, the viscostiy of the cement was not low. The cement was transferred to the syringe from the metal bowl by spatula. 2 minutes starting from mixing, the cement did not stick to the operative groves. It was hard to use the cement because the viscosty of the cement was high. So, the lid of the syringe was removed and the cement was taken from the syringe. The cement was inserted by hand to only the distal area of the canal. At this point, the cement was very hard and it took for 5 minutes. Stem was inserted, but there was little cement at the proximal canal. All polymer and monomer were used .2 pacs of cement were used. Antibiotic was not used. Foreign substances which affects the cement setting time.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples of the reported lot. The results were satisfactory and within specification. Device history review indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement hardened for only 5 minutes in (B)(6). Operating room temp was 23 degrees. It was stored in 4 degree refrigerator. It was taken from the refrigerator to operating room 5 minutes before use. When it was mixed in metal bowl(hospital's tool) for 1 minute, the viscosity of the cement was not low. The cement was transferred to the syringe from the metal bowl by spatula. 2 minutes starting from mixing, the cement did not stick to the operative groves. It was hard to use the cement because the viscosity of the cement was high. So, the lid of the syringe was removed and the cement was taken from the syringe. The cement was inserted by hand to only the distal area of the canal. At this point, the cement was very hard and it took for 5 minutes. Stem was inserted, but there was little cement at the proximal canal. All polymer and monomer were used . Two packs of cement were used. Antibiotic was not used. Foreign substances which affects the cement setting time.